Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler and the serious adverse event of fluid overload, which warranted hospitalization. Despite the patient¿s allegation of device malfunction, the pdrn stated the cause of the serious adverse events was the patient¿s multiple medical conditions (e.g., sickle cell anemia, diabetes mellitus, hypertension), combined with non-adherence to his prescribed dietary/fluid restrictions. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Fluid overload is a common finding among hemodialysis patients and is frequently multifactorial in origin. Based on the information available, the patient¿s liberty select cycler can be disassociated from the serious adverse event. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse events. Furthermore, there was no report of a fresenius product(s) and/or device(s) failing to meet the users¿ expectations and/or the manufacturers¿ specifications.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized due to dialysis. The patient reported his liberty select cycler was not ¿cleaning or draining pd solution,¿ which caused fluid to buildup in his heart and lungs. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2024 with dyspnea, chest pressure and uremia (onset did not occur during pd therapy). Radiological studies determined the patient was fluid overloaded, and the patient was subsequently admitted. The patient received a temporary hemodialysis (hd) catheter (not a fresenius product) and was transitioned from ccpd to hd to promote rapid fluid removal. Despite the patient¿s allegation of device malfunction, the pdrn stated the actual cause of the serious adverse events were the patient¿s multiple medical conditions (e.g., sickle cell anemia, diabetes mellitus, hypertension), combined with non-adherence to his prescribed dietary/fluid restrictions. While hospitalized, the patient met with the nephrologist and agreed to permanently transition to incenter hd, as the patient has been having adequacy issues throughout is time on pd therapy. The patient remains hospitalized as of (B)(6) 2024 and is recovering from the serious adverse events. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient is awaiting placement in an outpatient hemodialysis clinic and will likely be discharged soon.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized due to dialysis. The patient reported his liberty select cycler was not ¿cleaning or draining pd solution,¿ which caused fluid to buildup in his heart and lungs. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2024 with dyspnea, chest pressure and uremia (onset did not occur during pd therapy). Radiological studies determined the patient was fluid overloaded, and the patient was subsequently admitted. The patient received a temporary hemodialysis (hd) catheter (not a fresenius product) and was transitioned from ccpd to hd to promote rapid fluid removal. Despite the patient¿s allegation of device malfunction, the pdrn stated the actual cause of the serious adverse events were the patient¿s multiple medical conditions (e.g., sickle cell anemia, diabetes mellitus, hypertension), combined with non-adherence to his prescribed dietary/fluid restrictions. While hospitalized, the patient met with the nephrologist and agreed to permanently transition to incenter hd, as the patient has been having adequacy issues throughout is time on pd therapy. The patient remains hospitalized as of (B)(6) 2024 and is recovering from the serious adverse events. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient is awaiting placement in an outpatient hemodialysis clinic and will likely be discharged soon.

Manufacturer narrative:
Correction provided in g4. Additional information provided in d9 and h3. Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received with reduced dwell) simulated treatment was performed and completed. Valve actuation test passed. System air leak test passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the observed dried fluid could not be determined. Also found: reservoir screw missing and pump assembly screw loose. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.